Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Blood glucose value is unknown. The insulin pump would not be replaced or returned for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip.